Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a revision surgery in which a spectra penile prosthesis (spp) was removed and replaced with a tactra due to a crossover. No further information was provided.

Event description:
It was reported that the patient underwent a revision surgery in which the left rod from a previous revision,crossover was replaced with a tactra. No further information was provided.